Manufacturer narrative:
Tandem technical support followed up with the customer, and performed a system check. The pump performed as intended, however the customer stated that they were still having issues with high bgs, despite of a new pump, and additional training. Tandem technical support reached out to the customer's clinical diabetes specialist again. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were high at 450mg/dl. The customer was unwilling to troubleshoot, but was convinced that the pump was the issue. Tandem technical support replaced the pump and scheduled the customer for additional training with a clinical diabetes specialist.